Event description:
Baxter IV pump vented tubing used as a primary tubing by mistake due to package labeling being difficult to differentiate products. Causes fluids to run back up into IV solution when two solutions are hung.